Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was receiving inadequate stimulation despite turning up amplitude and attempts at reprogramming. The patient had high impedances on all contacts of both leads. The patient underwent a revision procedure to replace the leads; and has fully recovered and is now getting full coverage.